Event description:
It was reported the patient experienced ¿a couple¿ shocks minutes prior to call. The patient turned the stimulator off. When walking, the patient felt strong tension at the top of their leg. There were no accidents or traumas associated with the issue. While on the call, the patient decreased to 2.4 v and turned stimulation on. The shocking resolved. Five days later, it was determined the stimulation was turned on too high. The patient had greater than fifty percent symptom reduction and resolved without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID; 3889-28, lot# va0qwh2, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).